Event description:
Patient felt tingling while the (B)(4) was used. The probe was changed to (B)(4) to finish surgery. After the procedure burn like redness was found along the parameter of the ground pad and in the center of it. Customer could not tell whether it was caused by the probe, ground pad, or generator.

Manufacturer narrative:
Device was not returned for evaluation.(B)(4)